Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection which resulted in a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection, which led to a disconnection, between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) advised the patient to cycle power off and on to clear the alarm. Rts advised the patient to contact their nurse regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.